Manufacturer narrative:
Implant regio 14 fractured. Construction was a removable telescoping upper jaw construction placed on 9 implants. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Report was re-submitted because the submission protocol identified an error during submission. Initial report was done 02/02/2021 final report was done 03/19/2021. This report is a corrected initial and final combination report.

Event description:
Implant fracture.